Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-09798. It was reported that the patient presented during implant procedure on (B)(6) 2019. Upon review, it was discovered that the right ventricular lead and right atrial lead was failing to capture. Leads were repositioned multiple times but the issue persisted. Both leads were not used and a new right atrial and right ventricular lead was implanted. The patient was discharged.